Event description:
I have been using these small brushes for a long time. The size of the brush itself (not what it is connected to) is shorter than what it shows in the picture that I have faxed to you. Recently, I had a serious problem, when I used one of these brushes, when it broke and was stuck between 2 teeth, in the upper left area all the way in the back. A dentist had to extract my tooth, in order to have the broken piece removed. I have contacted the maker the distributor (dr fresh) numerous times, however, I am having a very difficult time dealing with this company. Please give me a call at my cellphone as listed below, and I will explain the issues in more details. Thank you for your attention and help with such issues as indicated in this letter. Called 3 times to (B)(6) - busy/no response. Faxed to: (B)(6).